Manufacturer narrative:
Carestream is investigating this incident and will report back with a follow up report within the required timeframe.additional reporter contact information: (B)(6).

Event description:
Per the user report submitted by a german hospital the dr9500 system caused a smoldering fire while in use. As a result, smoke from this incident caused the hospital assistant smoke inhalation which resulted in time off from work for 2 days.

Manufacturer narrative:
Carestream corrected the reporter's phone number. Additionally, per discussions with (B)(4) on 25 july 2016 (FDA medwatch rep) and per his guidance to manufacturer, carestream is correcting this report from an initial 5 day to a 30 day report due to the fact that a death was not involved as a result of this incident. Carestream continues to investigate this incident and will provide a follow up report within the required timeframe. Additional reporter contact information: (phone) (B)(6), (job title) hospital lead medical technologist. CAPA was opened for this issue to start root cause investigation, another update will be submitted within 30 days. Carestream was made aware by (B)(4) (FDA medwatch) on 8/22/2016 that the follow up for this emdr was not submitted to cdhr successfully, therefore csh is resubmitting this report.

Event description:
Per the user report submitted by a (B)(6) hospital the dr9500 system caused a smoldering fire while in use. As a result, smoke from this incident caused the hospital assistant smoke inhalation which resulted in time off from work for 2 days.